Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The fse found that the touchscreen was not working on lower bottom right. The fse went into the diagnostic mode and found that the lower right side of the touchscreen was inaccurate to the touch. The manufacturer¿s field service engineer (fse) replaced the touchscreen to address the reported problem. The fse performed the touchscreen calibration and went back into the touchscreen diagnostic and found the touchscreen was accurate to the touch. The fse performed the performance assurance and all required steps passed. The ventilator is ready for use.

Event description:
The customer reported the bottom right corner of the touchscreen was bad. There was no patient involvement.the event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 05/11/2019. Failure analysis on the returned touch screen shows that the customer complaint of touchscreen issue was confirmed. Touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.